Manufacturer narrative:
Additional narrative: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported intraoperatively two synapse screw heads loosened. Concomitant devices: synapse screw collars/sleeves/heads (part unknown, lot unknown, quantity unknown); cancellous synapse screw (part 04.614.240, lot h310485, quantity 1); cancellous synapse screw (part 04.614.238, lot 7656522, quantity 1); synapse locking/set screws (part unknown, lot unknown, quantity 2) this report is for a cancellous synapse screw. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the visual inspection of the returned complained cancellous bone screw synapse 4.5mm, l 40mm has shown that the tulip head have separated from the screw shaft. Further investigation of the screw shaft has shown that the ball head as well the recess of the screw some heavy wear marks visible. This complaint is confirmed as the cancellous screw has separated into two parts but has not broken. Further investigation of the screw shaft has shown that the ball head as well the recess of the screw some heavy wear marks visible. Based on the received information we can not determine the exact root cause. We can only assume, that a mechanical overload situation during the insertion of the cancellous bone screw synapse could lead to the damage. However, it is possible the failure happened from the insertion direction, an extreme angulation of insertion, or the patient's bone contact the tulip head which lead to the stripping of the tulip head. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "functional test: / dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part number: 04.614.240, lot number: h310485, date of manufacture: 03-02-2017, place of manufacture: brandywine plant. Part expiration date: n/a (nonsterile). The device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.